Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On post-procedure week 2, the patient presented to the emergency room with chest pain and shortness of breath. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was admitted to the hospital for further evaluation. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered. Physician causality opinion is unknown. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 2-8 ml/min.